Event description:
It was reported that a large volume infusor leaked from an unknown location. There was no patient involvement as this occurred before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 12k038 was manufactured between october 10, 2012 and october 12, 2012. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.